Event description:
It was reported that the patient had an infection due to abscess at the suture site. The patient underwent a procedure wherein the wound was opened and cleaned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had an infection due to abscess at the suture site. The patient underwent a procedure wherein the wound was opened and cleaned. Additional information was received that the infection was due to an allergic reaction from the suture and signs of drainage were noted at the lead site. It was unknown if the patient was placed on antibiotics.